Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, inflammatory response, reduced cardiopulmonary reserve. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, adverse event/product problem, outcomes attributed to ae in box b and type of reported complaint, health impact grid, evaluation method code, evaluation results code grid, component code grid, conclusion code grid in box h was not correct. Section type of adverse event/product problem, outcomes attributed to ae in box b and type of reported complaint, health impact grid, evaluation method code, evaluation results code grid, component code grid, conclusion code grid in box h has been updated/corrected in this report.